Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. (B)(4).

Manufacturer narrative:
(B)(4). The device with serial number (B)(4) was returned with the tissue pad damaged, melted and 100% present and not detached as reported by the customer. The device was connected to a test hand piece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the reporting smoke was generated by the tissue pad being melted.

Event description:
It was reported that during a laparoscopic cholecystectomy and liver resection procedure, the device ¿jaw grip¿ fell off inside the abdomen; the white tissue pad detached from the device. It was retrieved from the patient and is believed to be returning with the device. Case completed with another device of the same product code. There were no patient consequences reported.